Manufacturer narrative:
It was reported that an alarm supply failure occurred. The customer declined service and repair. The customer declined service and repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6)

Event description:
Philips received a complaint by the customer on the v60 indicating that an alarm supply failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that an alarm supply failure occurred. Device evaluation and repair are pending, and this investigation is ongoing.